Event description:
Boston scientific received information that the latitude monitoring system detected low shock and high pace impedances that occurred the same day as a ventricular tachycardia (vt) ablation procedure. Technical services discussed that external interference could have interacted with the device system, resulting in the out of range measurements. Impedance measurements prior to and following the ablation procedure were stable and within acceptable limits with no evidence of noise. The health care provider elected to continue to monitor. To date, no adverse patient effects were reported with this clinical observation.

Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The device was then subjected to a series of automated diagnostic tests that verify the performance of the defibrillation, pacing, sensing, high voltage shocking and recording functions of the device. The device performed normally throughout all tests.

Event description:
Additional information was received that this device was explanted due to patient condition. No adverse patient effects were reported during the procedure. The device was returned to allow for reliability analysis.

Event description:
The device was returned to allow for reliability analysis.